Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided from the analysis.

Event description:
It was reported that the device was at pre-implant and got a yellow screen showing that voltage was too low for projected remaining capacity related to code 1003. Per faults and actions, the pacemaker can not be implanted. The device had been taken out of storage mode at a previous date because it was almost implanted but doctor changed their mind. Its power consumption has been higher than typical devices that are in storage mode. No patient involvement.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided

Event description:
It was reported that the device was at pre-implant and got a yellow screen showing that voltage was too low for projected remaining capacity related to code 1003. Per faults and actions, the pacemaker can not be implanted. The device had been taken out of storage mode and its power consumption has been higher than typical devices that are in storage mode. No patient involvement.